Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs provided noting a reverse total shoulder arthroplasty with presumed anterior dislocation of the humeral component. No definite fracture is seen and bone quality appears normal. The ac joint is intact. Visual examination of the provided pictures identified the bearing attached to the tray with blood remnants on it. A picture of the glenosphere were not provided. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The received additional information does not change the final conclusions of previous investigation.

Manufacturer narrative:
(B)(4). Concomitant products: item# 115310; lot# 399390; comp rvrs shldr glnsp std 36mm. Item# 115330; lot# 558080; comp rvrs shdr glen bsplt +ha. Item# 180555; lot# 480960; comp lk scr 3.5hex 4.75x40 st. Item# 180558; lot# 599120; comp nlk scr 3.5hex 4.75x20 st. Item# 115396; lot# 185690; comp rvs cntrl 6.5x30mm st/rst. Item# 180554; lot# 420250; comp lk scr 3.5hex 4.75x35 st. Item# 118001; lot# 396600; versa-dial/comp ti std taper. Item# 115345; lot# 855450; comp rvs hmrl ti tray+5mm 44mm. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00769.

Event description:
It was reported that patient underwent a revision procedure due to dislocation, seven days after the initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.